Event description:
It was reported during the implant attempt that there was a "screw problem." The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: device analysis on (B) (4) showed no anomalies. Visual inspection revealed a missing setscrew part.